Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced sterile peritonitis. The sterile peritonitis was manifested by green vomit, diarrhea, hypotension, and colic. The patient was hospitalized. The cause of the event was unknown. Beginning on day of onset, the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the sterile peritonitis. Beginning on an unreported date, the patient was treated with amikacin intraperitoneally (dosage, frequency, and duration not reported) and cephalothin intraperitoneally (dosage, frequency, and duration not reported) for the sterile peritonitis. At the time of this report antibiotic treatment was completed and hospitalization was ongoing. Dianeal and extraneal therapies were ongoing. The patient was recovered from the sterile peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the patient was hospitalized due to high output of diarrhea. The event of high output was the cause of the peritonitis event. Seventeen days, after onset of the peritonitis the patient was recovered and was discharged from the hospital. Upon further review of the event, baxter peritoneal dialysis disposable products are no longer considered suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.